Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch #t5er4c. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed as intended, and it opened and closed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an open colostomy closure, the knife moved forward all the way but did not return to home position at the first firing of semi-closed method of feea. The device was used between the jejunums. The manual override lever was used to release the device since the knife reverse switch did not function. The deployed staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.